Event description:
It was reported that this patient was evaluated in-clinic, as they had been feeling unwell recently, with frequent dizziness. Upon interrogation, this implantable device was found to be operating in safety mode which reverted the device back to unipolar pacing. This was determined to be the potential cause of the patient's symptoms. Additionally, the patient complained of an electric shock, but this implantable device is unable to deliver shock therapy. It was determined that this sensation could also be the result of pacing or phrenic nerve stimulation. Emergent hospitalization and device replacement were recommended to resolve the event. At this time, the device remains implanted and in-service. No adverse patient effects were reported.